Manufacturer narrative:
Philip's internal investigation confirmed the position sensor stand can become unstable when manipulated into certain configurations. The impact of this issue on distributed product is currently being evaluated.

Event description:
It was reported that the position sensor stand, a component of philips percunav system is unstable and could fall over under certain conditions.